Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient was diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced the transfer set coming loose or coming apart, leaking fluid from the transfer set, and the patient¿s wife reconnected the transfer set which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The patient stated that on an unknown date in the same month as the diagnosis of peritonitis, his transfer set came loose (fell to the floor or his lap) and his wife "put it back together and a piece of gauze was stuck in it." The patient did not tell anyone about it and went on vacation. On an unknown date, the patient noticed that "the fluid in his bag was white and he went to the clinic. Subsequently the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unreported date in the (same month as onset), the patient was treated for peritonitis with ip (intraperitoneal) vancomycin, 1 gram (frequency not reported). After the antibiotic treatment was completed, the patient¿s peritoneal effluent continued to have an elevated leukocyte count. On an unknown date in the same month as the receipt of this report, the patient began treatment with vancomycin, ip and levaquin, ip for the elevated leukocyte count. On an unknown date(the following month) treatment with vancomycin was discontinued and treatment with levaquin remained ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal therapy was ongoing. On an unreported date, the patient was retrained in proper aseptic technique. Additional information was requested, but is not available at this time.